Event description:
Patient has advised, baker grade ii-iii. Device has been explanted. This relates to the left side.

Event description:
Patient has advised, baker grade ii-iii. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade ii-iii.

Event description:
Patient reported, "I have to have my textured implants removed, due to some changes within one breast. And high grade capsulation". Subsequently, patient has advised, baker grade ii-iii. Later, hcp reported, implant rupture. Diagnosed, during surgery. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device photo analysis: device photograph(s), for the device related to the reported event of capsular contracture requested on (B)(6) 2023. It is not possible to determine, the lot number or catalog through the photos provided. Visual analysis of the photographs identified, capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required ,since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: high grade capsulation.

Event description:
Patient reported unknown side "I have to have my textured implants removed due to some changes within one breast and high grade capsulation." Device remains implanted.